Event description:
A nurse reported poor phaco power during a cataract surgery. The procedure was completed by exchanging the system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).